Event description:
It was reported that the ventricular lead exhibited loss of capture. The patient was symptomatic (fatigued). The clinician noted intermittent loss of capture threshold with no back-up pulse. The ventricular auto capture (vac) was turned off. The lead remained implanted.

Event description:
It was reported on (B)(6) 2013 that the ventricular lead also exhibited greater than 2000 ohms impedance. The lead was capped.